Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose value of 400 mg/dl and high ketones that were identified as dangerous by a health care provider, and was subsequently admitted to the intensive care unit (ICU); cause of visit to ER was not provided. Customer administered a bolus via the pump to address the issue, and was treated with intravenous fluids of saline and insulin at hospital. Customer was discharged 4 days later with the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.